Event description:
It was reported that patient underwent a reimplant surgery of his inflatable penile prosthesis (ipp) due to a 'frozen pump'. A new pump was implanted. No information about the patient outcome is available at the moment.